Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement and displacement test. Device received power error due to j6 connector resistance issue. Device had high sleep current and power supply test failed during self-test error alarmed during self test due to moisture damage found on the electrical board connector.